Manufacturer narrative:
MFR control no. Di980040. The sample is being returned to arrow. The examination disclosed that the inner lumen had fractured. Based upon experience and nature of product use, there is a low potential for pt injury. Central lumen fracture in use, would immediately be observed by medical personnel as evidenced by pump alarms and blood in the gas tubing. Product labeling states, "any evidence of blood leakage within the assembly warrants immediate iab removal."

Event description:
It was reported that the physician attempted a sheathless insertion in a pt with a difficult anatomy and scar tissue. After insertion but before pumping, blood was noted in the tubing. Attempts to re-wire the iab were unsuccessful, and the wire went into the balloon from the central lumen. The iab was removed and replaced without complication.